Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of intimal dissection is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during the procedure to treat a de novo lesion in the distal left anterior descending (lad) coronary artery, a 2.5x12 rx xience alpine stent delivery system (sds) was advanced without resistance, via femoral access, then was deployed at 12 atmospheres without issue. A dissection was then noted. The rx xience alpine sds was withdrawn without resistance. The dissection was successfully treated (and the procedure completed) via deployment of an unspecified stent. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.